Event description:
The customer reported the device failed preventive maintenance and needs a motor controller board. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken l2 which caused customer stated error. Replaced punctured keyapd, 3rd party rear case, 3rd party door latch, broken air in line, broken bezel. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/29/2005 to the present date 01/12/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the motor control board. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail, _00926 for door latch.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/29/2005 to the present date 01/12/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device failed preventive maintenance and needs a motor controller board. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 08/29/2005 to the present date 01/12/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
The customer reported the device failed preventive maintenance and needs a motor controller board. No patient involvement.